Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead had fallen and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.